Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was sleeping. The physician also noted some undersensing in the episode. Boston scientific technical services (ts) was consulted. Ts reviewed the episode and note a few high amplitude artifacts in combination with baseline shifts and loss of cardiac signal. These kinds of artifacts are a result of sudden changes in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, an impaired lead or other impairment of the lead contact in the device header. Ts recommended evaluating lead insertion on a high-resolution x-ray of the device header. Ts believes that the issue is related to sensing node b of the electrode. Impairment of the contact in the device header to the sensing node b seems most likely. Reprogramming to the secondary sensing vector will take node b out of the sensing configuration and will most likely eliminate the issue. The device was reprogrammed and remains implanted. No adverse patient effects were reported. New information received indicates that additional inappropriate shocks were delivered. The patient was hospitalized and the system was deactivated. Intervention is pending to replace the associated electrode due to suspected electrode fracture near the device header. Additional information received indicates that surgical intervention is on hold as the patient has other medical conditions which are more urgent to treat.